Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's nurse reported via telephone call that the insulin pump had a blank display. The time and date were changed to the default setting and the caller was assisted in updating it. The blood glucose reading was 162 mg/dl. The display did return and the battery cap was not damaged or corroded. However, reset error alarms, weak battery and a bad battery alarm were noted in the alarm history. It was advised that the insulin pump be discontinued until the new battery cap was received to see if that resolved the issue. The insulin pump was not returned or replaced.